Event description:
It was reported that during a laparotomy-small bowel obstruction procedure, the 4th reload used in the procedure for the closure of the anastomosis was observed to have both ends of the staple line sealed as desired, but there were no staples in the middle, resulting in an unstapled portion. There was no spill or contamination to the pt. No staples loose around the area were observed. It could not be confirmed whether the drivers were raised prior to firing, as a detailed check was not administered. Another reload was opened and this worked as desired. It was not recorded whether this was from the same batch/lot. Surgery was prolonged 10 mins. No adverse pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.